Event description:
On (B)(6) 2014 the lay user/patient contacted lifescan (lfs) alleging his onetouch ultra2 meter was displaying an unknown error. The complaint was classified based on the customer care advocate¿s (cca) documentation. The patient claimed the alleged issue began approximately 2 weeks ago. The patient reportedly manages his diabetes with lantus and novolog insulin and he denied taking any action regarding his usual diabetes management routine in response to the alleged issue. He claimed that at an unknown time and date after the alleged issue occurred, he developed symptoms of ¿chills, itchy, sweating.¿ the patient claimed he went to the urgent care clinic on an unknown date/time and a test was performed on an hcp meter. He reported a reading of ¿around 300-350 mg/dl¿ was obtained and was treated by the health care professional with novolog insulin, dose unknown. The issue was not resolved with troubleshooting; the patient was unwilling to perform a test over the phone with the cca. The products were replaced and are pending return for investigation. This complaint is being reported because the patient claims he was unable to test his blood glucose due to the reported issue and reportedly developed symptoms suggestive of hyperglycemia and required treatment by an hcp after the alleged meter issue began.